Event description:
It was reported that (2) tct75 were used during a colon resection procedure. It was reported by the rep that the tct75 would not fire and the knife would not advance. Another tct75 was opened and the same problem occurred. The case was completed with a third tct75. There was no consequence to pt.